Event description:
On (B)(6) 2012 it was reported that patient a pump refill scheduled on (B)(6) 2012. It was later reported as of the date of this report that patient had visited a physician on (B)(6) 2012, and on (B)(6) 2012, they experienced "severe itching". Another appointment was scheduled to occur on (B)(6) 2012. It was further indicated that patient was taken to the operating room, the pump was filled with water. It was stated that patient had concerns regarding the device or therapy but was working with his hcp. The pump was administering baclofen, dilaudid, and morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8711, lot#: j10854r33, implanted: 2001 (B)(6), explanted: unknown. (B)(4).